Event description:
It was reported that during a cardiac bypass procedure the clips fell off the internal mammary artery. The clips were not closed completely. Several clips were used and the same thing occurred. The clips were retrieved from the patient. Other clips and ties were used to complete the case with no patient consequence. The clips were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Conference call took place with ees (B)(4) to discuss the use of conventional clips at this account. The rep indicated the following: a trial of the products took place nine to twelve months ago and no issues were encountered. The account converted to our clips in (B)(4) 2010 from weck. Recently two cardiac surgeons have been experiencing clips that do not compress enough to hold on the vessel; they are forcefully squeezing the trigger and they still will not stay on the vessel. Ees (B)(4) explained the technique difference between our product and weck's. It was mentioned that a similar situation took place with another conversion and was mitigated through heavy in-servicing. The rep is planning an in-service with the two cardiac surgeons. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.